Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was in the 300-400 mg/dl range. As the alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.

Manufacturer narrative:
(B)(4). The tandem t:slim pump user guide states that novolog insulin has been tested up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Pump data was reviewed by tandem technical support. Data indicated that the customer changed the cartridge every 4-7 days and infusion site every 3 days. The customer was informed of the reviewed data. The customer indicated that the pump was not currently being used. The customer was planning to resume using the pump and stated that the labeling would be followed.